Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer was advised to insert a new aaa alkaline battery and display did not return. Customer was advised to remove battery for 10 minutes. The customer noticed that she has another battery cap and advised to insert new battery and new battery cap. The customer was assisted in performing self-test and passed. The customer was advised to monitor. During the troubleshooting, the customer's high blood glucose was 475 mg/dl. Customer does not have a backup plan right now. Customer refuses to go back on the needle and stated that once she pumps it will go dramatically. Customer stated that she is only high because the pump is turned off.